Event description:
The user facility during a lower extremity angiogram with intervention via contralateral femoral access, a physician successfully deployed a 7mm x 150cm misago stent in the superficial femoral artery (sfa) using a .035 rosen wire. A second stent, a 7mm x 120cm misago, was then prepared for implantation. According to the technologist, the stent was flushed with a syringe prior to use. Upon initiating deployment by rolling the wheel on the delivery system, the proximal shaft of the misago delivery system bent or kinked at a 90-degree angle at the strain relief of the handle, which prevented full deployment of the stent. The physician attempted to retrieve the partially deployed stent, but it began to fragment within the patient. The sheath had to be removed due to the compromised stent. Wire access was maintained, and a new sheath was introduced. A fragment of the stent was located within the tissue tract at the arteriotomy site and was successfully removed before the new sheath was placed. The physician proceeded to perform angioplasty on the sfa and deployed a protege stent. However, a fragment of the misago stent remained lodged in the iliac artery. The technologist reported that the physician may have performed angioplasty on the iliac artery to secure the stent fragment and prevent distal migration. Due to unsatisfactory pedal pulses post-procedure, the physician planned to take the patient to the operating room (or). At the time the event was reported, the patient had not yet been taken to the or. The estimated blood loss during the procedure was less than 250cc. The event resulted in the removal of the compromised stent, placement of a new stent, and retention of a stent fragment in the iliac artery. The vascular surgeon intended to bring the patient to surgery the following day.